Manufacturer narrative:
It is unknown whether the wound issue noted caused or contributed to the state of the ovitex device seen at reoperation. It is possible given the complex nature of the case that the device did not integrate properly and was partially broken down following the initial repair surgery. Aroa's review of manufacturing documentation for the subject lot (ert-22d01) has confirmed that the devices were produced in accordance with the established manufacturing procedures, with all process specifications and final release specifications satisfied.

Event description:
A patient underwent a hernia repair where a sandwich technique was utilized, involving the placement of ovitex 2s intraabdominally as a partial bridge. Additionally, a piece of ovitex core was placed anteriorly on the fascia. Approximately three months post-surgery, the patient experienced a non-healing wound necessitating a reoperation. During this subsequent procedure, the surgeon discovered some unincorporated polymeric elements of the ovitex overlay piece. Despite this, the partially bridged ovitex 2s remained intact and continued to effectively maintain the integrity of the hernia repair.